Event description:
It was reported that the surgeon was surprised there wasn¿t much of a warning for battery depletion, but not displeased with the device longevity since it lasted approximately 7 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was surprised there wasn¿t much of a warning for battery depletion, but not displeased with the device longevity since it lasted approximately 7 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.